Event description:
It was reported that the bd plastipak¿ luer-lok¿ 30 ml syringe experienced a damaged syringe tip. The following information was provided by the initial reporter: bd luer-lok 30 ml syringe is not locked in the extension hose. Used a lot in the administration of anesthetics in the gym. Several of these cases have been observed recently. The product has not been used in patient care because a malfunctioning product is not introduced but discarded. One so-called clean, empty-tested and found to be poor syringe has been recovered.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-06. D4: medical device lot #: 2008303; d4: medical device expiration date: 2025-07-31; h4: device manufacture date: 2020-08-01. H6: investigation summary two samples received for investigation, samples are two 30ll syringes with two different lot numbers, 2104007 and 2008303, from reference 301229. One of the samples is used, as it can be observed a brown liquid inside, and both syringes were provided with their original packaging opened. Upon visual inspection it can be observed sample from lot 2104007 has no defects. Tip of this device is correctly molded and no burrs can be observed. Sample from lot 2008303 has a defect on the tip. This syringe (lot 2008303) does not present any evidence that suggest it has been used. A device history review was performed for both lots, no deviations or non-conformances were identified during the manufacturing process that could have contributed to the reported issue. Possible root cause of defect found in the device from lot 2008303, can be produced during molding process. If the gas exit of the injection machine is obstructed, this kind of defects can appear. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ luer-lok¿ 30 ml syringe experienced a damaged syringe tip. The following information was provided by the initial reporter: bd luer-lok 30 ml syringe is not locked in the extension hose. Used a lot in the administration of anesthetics in the gym. Several of these cases have been observed recently. The product has not been used in patient care because a malfunctioning product is not introduced but discarded. One so-called clean, empty-tested and found to be poor syringe has been recovered.